Event description:
It was reported to philips that the system did not turn on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not turning on. Upon troubleshooting, the fse found that the host pc was not turning on. To resolve the issue, the fse reloaded the software from ghost software, restored network configuration and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.